Event description:
In 2005 - pt underwent procedure to repair an incisional hernia, during which a bard ventralex was implanted. At 4 months post-procedure, pt underwent procedure to repair recurrent hernia, during which the bard ventralex was explanted and a bard composix kugel was implanted. Pt report's she now has 3 incisional hernia. In 2009 - pt underwent procedure to repair recurrent hernias, during which the bard composix kugel was explanted.

Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2009-00411 for info related to the ventralex mesh implanted in 2005.